Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was no longer able to monitor the patient's ECG rhythm via the paddles lead with the defibrillation therapy cable. After this issue occurred, the customer was able to continue patient monitoring via the 12 lead ECG cable. Without paddles lead ECG functionality, the device would not have the ability to deliver a defibrillation shock to the patient, if needed. The patient was delivered to the local hospital with a pulse. No additional information of the patient event has been provided. The patient reportedly did not suffer any adverse effects as a result of the reported issue.